Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cocr corrosion, significant fretting and corrosion around the trunnion and the wall of the stem. (Right).